Manufacturer narrative:
Customer report was confirmed. However, occlusion was not confirmed in decontamination and evaluation. The catheter body was examined and found to have what appears to be two hole/tear/slit at 37cm from catheter tip. The damage enters the all lumen at that location. The balloon did not inflate due to leakage from a damage in the catheter body.

Event description:
It was reported that the distal lumen was occluded after one week of use. Customer checked the catheter after removal, and it was unable to flush the distal lumen and flush solution came out from the proximal injectate lumen. There were no patient complications reported.